Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, the right ventricular lead exhibited multiple noise episodes and oversensing. The physician elected to cap and replace the lead. The patient was in stable condition before, during and post surgery.